Event description:
The facility reported a flogard infusion pump where handle on door is gone. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of "pump where handle on door is gone" could not be confirmed because the device was not sent in for servicing. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition.